Event description:
It was reported that during preparation for a therapeutic urological procedure this stent broke as they were removing the suture. They used another stent to complete the procedure with no pt complications.

Manufacturer narrative:
This device was rec'd, evaluated and retained by this manufacturer. The engineering evaluation indicated that the pigtail straightener and suture had been removed and not returned. The visual evaluation found that the stent had been apparently cut in two at the third sideport hole from the distal pigtail. The cut was not clean and at an angle. The cut was observed microscopically and seen to have curved as it was created down through the stent. The cut appeared to have originated in the sideport hole. The working length of the device was measured with a calibrated ruler and found to be 21.2 centimeters which is within manufacturing specifications. No functional evaluation was performed due to the nature of this complaint. A lot history search was performed and found no other complaints against lot number 8614255. A review of the device history record was perfomed and revealed no anomalies. Customer complaint confirmed. The most probable root cause is that during the procedure when the device was picked up by the suture, the suture became lodged between the stent and pigtail straightener. When this occurred the pigtail straightener was held and the suture pulled on more excessively thus causing the suture to embed into the sideport hole and cut through the stent. Our dfu states: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure." However, we are unable to determine the relationship between the device and the cause for this event.